Manufacturer narrative:
Date of death and date of event estimated. The device is not expected to be returned. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The proglide adverse events and the additional prostar device(s) adverse events referenced in the article are filed under separate medwatch report numbers. Article title: impact of percutaneous closure device type on vascular and bleeding complications after tavr: a post hoc analysis from the bravo-3 randomized trial.

Event description:
It was reported through a research article identifying proglide and prostar devices that were related to the outcome of patient death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "impact of percutaneous closure device type on vascular and bleeding complications after tavr: a post hoc analysis from the bravo-3 randomized trial¿.

Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.